Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4) case subject: npi 8100 safety clamp open alarms account name: (B)(6) account #: 4231200 asset name: asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: ivan had a "safety clamp open" alarms on lvp8100 sn (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I recommended ivan to replace door latch assy. Assisted with part number and transferred to com for pricing. Ivan will replace door latch assy. If he still have problem, he will call back. Ref:_00d30y0yr._5000l1ktjoy:ref